Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-24683.

Event description:
It was reported that the customer experienced high blood glucose levels after losing her insulin pump. The blood glucose reading was 434 mg/dl, which she treated with a manual injection. The customer's boyfriend stated that the customer had been canoeing, and the insulin pump had ripped off, then sank to the bottom of the river. Nothing further reported.